Manufacturer narrative:
(B)(4). The opt314 optiflow junior cannula was received at fisher & paykel healthcare in (B)(4) but evaluation has not yet begun. We are also in process to obtain further iformation from the customer to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the tube was broken from the connector of an opt314 optiflow junior nasal cannula during use. There was no patient consequences.

Manufacturer narrative:
(B)(4). The opt314 optiflow junior cannula was received at fisher & paykel healthcare in new zealand but evaluation has not yet begun. We are also in process to obtain further information from the customer to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation. Method: the complaint opt314 optiflow junior cannula was received at fisher & paykel healthcare (f&p) in new zealand and was visually inspected. Results: visual inspection revealed that the tubing was torn and stretched next to the swivel grip connector. Conclusion: the damage is most likely caused by the pulling force at the tube by the care person. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) representative that the tube was broken from the connector of an opt314 optiflow junior nasal cannula during use. There was no patient consequences.